Manufacturer narrative:
One deltec gripper plus needle was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. The base was activated in order to detect any anomalies. It was activated successfully. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the event , all procedures are being followed appropriately. The operations process was also reviewed and no discrepancies were found. Visual inspection and hinge activation testing was performed and no discrepancies were found. Production personnel performs in-process a hinge activation test taking a one unit at shift start up at, the beginning of every job and, and when there is a lot change involving the base,luer, y site. Over all, no root cause has to be determined since no anomalies were found in the sample received for evaluation.

Event description:
Information was received indicating that during accessing a patient with a smiths medical deltec® gripper plus® safety needle, a click was heard with engaging the safety mechanism, but it was reported to not remain engaged. Subsequently, the nurse received a needle stick. There were no further adverse effects reported.